Manufacturer narrative:
Other applicable components are: product ID 977c165, serial# (B)(4), product type: lead. Product ID neu_siliconeanchor, lot# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s family member on (B)(6) 2019. It was reported that the patient¿s implantable neurostimulator (ins) hadn¿t worked since implant on (B)(6) 2018. The patient made a manufacturer representative (rep) aware of the issue every month after the implant; they would change the settings and then go back for follow-up a month or six weeks later and the device would never work. The patient was given different programs, but nothing would work. The family member also reported that the patient¿s lower back pain hadn¿t been helped and they started having pain at their ins site. It was noted that six weeks after the implant, an x-ray or a cat scan was performed and everything looked good. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator found the device was functionally okay and there was no significant anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was getting no benefit from the device. The ins was explanted on (B)(6) 2019. No further complications are anticipated.